Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) installed the flowmeter into a lab use only (luo) epgs. Verification/release testing was conducted and the pst observed the flowmeter to function as it should.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) failed calibration due to the flowmeter. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.